Event description:
This emdr is being submitted for an unknown number of affected wafers from an unknown number of market unit. The end user reported that starter hole of the wafer was off centered. The product was used on patient with wear time of one to two days. The customer has been using the product since 2019. No photo is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).